Event description:
The physician has responded that change in seizure pattern is due patient physiology and external factors not related to vns. Patient was evaluated, started medication (depakote) and referred to upmc epilepsy center. Based on the physician's assessment that the cause of the change in seizure pattern was due to both patient physiology and external factors (not related to vns), the event has been concluded not related to vns therapy or surgery as the patient's physiology is also not related to vns. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by parent on social media that vns therapy has made patients seizures worse. No other relevant information has been received to date.